Event description:
Healthcare professional reported a lap-ban for which the pt was hospitalized after experiencing "gastric obstruction", "prolapse of stomach" and "band erosion". Event first noticed when the pt complained of "of nausea, vomiting, regurg and heartburn and epigastric pain". Lap-band system explanted.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The reporter stated the device was sent to their pathology department and will not be returning it to allergan. Based upon the catalog number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of band slippage, obstruction, nausea, vomiting, reflux and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated". Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required". Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases".